Event description:
It was reported that during the implant attempt, after the lead was passed through the introducer, it was noted on the screen that the helix was retracted. The physician did not want to use the lead and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.